Event description:
N/a.

Manufacturer narrative:
Trackwise #: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. There were two device observed in the photograph. According to the account, the 2nd device is the device that failed. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the 1st device. The 2nd device was observed to have a peeled cold jaw. The heater wire was observed to be intact with no visual defects observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "peeled; delaminated; jaw" was confirmed. The lot #3000365391 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 piece of the inner covering of the jaw became loose and fell off while harvesting. It fell into the harvesting tunnel and they had to disconnect the cord and retrieve. Per photos provided by the account manager, there are two devices. The bottom device shows the inner covering of the jaw beside the jaws. A new kit was opened to complete the case. There was a procedural delay. No patient issues.

Manufacturer narrative:
Trackwise #: (B)(4). The lot # 3000365391 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 piece of the inner covering of the jaw became loose and fell off while harvesting. It fell into the harvesting tunnel and they had to disconnect the cord and retrieve. There were no extra incisions. Per photos provided by the account manager, there are two devices. The bottom device shows the inner covering of the jaw beside the jaws. A new kit was opened to complete the case. There was a procedural delay. No patient issues.